Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 316 mg/dl with small ketones and it was addressed with a correction bolus. During troubleshooting with tandem's technical support, it was noted that there was a small air gap and that the correction factor setting on the pump was changed. Recommendation was made to remove the air bubble/gap from the tubing.